Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that refrigerator failed. Field service engineer remoted in and identified no issues. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator failed. The customer reported that users were unable to remove medications from refrigerator, resulting in delays in the dispensing process. There were no adverse events or injuries reported based on this event.